Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system does not start up. During troubleshooting, fse found issue with battery. Fse replaced bios backup battery and checked bios settings along with resetting date and the system was rebooted. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The system was reportedly not in clinical use at the time the issue occurred. There was no reported patient or user harm. The field service engineer (fse) replaced the bios backup battery, set the date, checked the bios setting, and the device was returned to use in good working order.